Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the centrifugal pump head leaked. There was a delay of two minutes due to changing out the product. Blood loss of less than 10 cc. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(6) 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system. A third follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending combination and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system. Upon evaluation of the device, the complaint was confirmed. Initial visual inspection of the actual sample revealed crazing around the top and bottom housing welds. A small crack was found on the top housing underneath the outlet port, as well as multiple cracks on the top housing near the weld. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg. The sample began leaking after approximately 5 minutes of testing. The leak was coming from the cracks in the top housing located at the top housing / separator weld underneath the outlet port of the pump. The crack was caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).